Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal vein. A 10.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, half of it was inside of a wallstent, the other half of it was in the iliac vein and the balloon burst at 8 atmospheres. The device was removed from the patient's body. Another 10.0 x 60, 135cm mustang balloon catheter was inserted into the patient. However, during inflation, half of it was inside of a wallstent, the other half was in the iliac and it also burst at 8 atmospheres. When the device was removed, the shaft of the balloon broke off of the proximal part of the balloon. They had to remove the 8f non-bsc sheath to get the balloon and the rest of the shaft out of the popliteal vein. They were able to retrieve everything out of the patient's body. Insert a new sheath and the procedure was completed with a different device. No patient complications were reported and the patient was fine.